Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform a pump reset, after which the error did not reoccur, and the customer successfully started their sensor session.